Event description:
Literature: peters, k. M., killinger, k. A., boura, j. A. Is sensory testing during lead placement crucial for achieving positive outcomes after sacral neuromodulation neurourology and urodynamics 2011;30(8):1489-1492. Published online june 14, 2011. Doi: 10.1 002/nau.21122. Summary: this study evaluated the impact of assessing sensory responses during quadripolar tined lead placement on the outcomes in 141 subjects (82% female) with refractory voiding symptoms whose leads were placed between (B)(4) 2004 and (B)(4)2010. Subjects were grouped by whether they had intraoperative sensory testing (n=86) or not (n=55). History, operative data, and implantable pulse generator (ipg) implant, lead revision and device explant rates were collected. Symptoms were evaluated for the first 24 months post ipg implant. There were no significant differences in demographics, diagnoses, ipg implant rates or mean operative times. Within four years, there were 19 revisions and/or explants. Overall, symptoms improved over time with no significant difference between the groups. The authors concluded that intraoperative sensory testing during sacral lead placement does not necessarily improve ipg implantation rates or clinical outcomes. Reported events: there was one re-operation due to infection. There were five re-operations total due to pain (one patient from the no sensory testing group and four patients from the sensory testing group). There were six total re-operations due to lead breakage (one patient from the no sensory testing group and five patients from the sensory testing group). There was one re-operation due to battery change. There were two re-operations due to lead migration. There were four re-operations due to need for MRI. There were nine total re-operations due to worsened symptoms (one patient from the no sensory testing group and eight patients from the sensory testing group). Additional information has been requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
It was not possible to match the reported events with previously reported events.